Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and the ensite case study were returned. The tactisys quartz log file analysis concluded that the catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The ensite case study analysis in addition to the information from the customer indicated ablations were performed at 50w. The IFU warns rf power in excess of 30w is associated with a higher likelihood of audible steam pop occurrence; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and cerebrovascular accident may have been procedure related. Per the IFU, cerebrovascular accident is a know risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure a steam pop and cerebrovascular accident (cva) occurred. The patient had a history of previous cerebral embolism so they were not anticoagulated, but heparin was used for the procedure. When the line ablation of the left atrium septal wall was being performed the steam pop occurred. There were no issues noted following the steam pop and the procedure was continued. Following the procedure the patient woke and was unable to move the right side of their body. A cva was diagnosed and they were transferred to another hospital for further treatment. There were no alleged performance issues with any abbott device.